Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol perfix plug (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
(B)(6) 2007 a non-bard/davol proceed ventral patch was implanted in the patient's abdomen to repair a ventral hernia. (B)(6) 2013 a physiomesh was implanted in the patient's abdomen to repair a ventral hernia. (B)(6) 2013 the patient underwent removal of the ethicon proceed. The old scar was incised and dissected, and an intervening fascial bridge was cut to create a single defect of the two, approximately 6 cm. The hernia sac was dissected, and a physiomesh was placed in onlay fashion and tacked to underlying fascia. The epigastric hernia near the right subcostal was then incised through an old scar, and dissected free. A piece of pre-existing mesh that was incorporated into the hernia sac was excised. (B)(6) 2014 the patient underwent revision of the ethicon physiomesh. The patient experienced and/or continues to experience severe pain and inflammation which have impaired the patient's activities of daily living. The patient continues to suffer complications as a result of the patient's implantation with ethicon multi-layered hernia mesh. (B)(6) 2013 the patient underwent ventral hernia repair. A ventralex hernia patch and perfix plug were implanted in the patient during this repair. (B)(6) 2014 the patient underwent recurrent ventral hernia repair with revision of the old mesh. The patient continues to suffer chronic pain and possible recurrent hernia.